Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation abrasion caused by friction to another device noted at 47.4 cm to 47.8 cm from the connector pin, which could have caused the reported noise anomaly.